Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that she went to her ob-gyn due to an abnormal vaginal discharge and upon vaginal exam the doctor found a piece of tampon inside her vaginal cavity. The doctor removed the piece of tampon. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.